Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: few weeks after cementless total hip arthroplasty, the patient reported pain due to a fracture in the calcar region. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device. Batch review performed on 12 march 2019: lot 180715: (B)(4) items manufactured and released on 23-apr-2018. Expiration date: 2023-04-12. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold without any other similar event reported.

Event description:
On (B)(6) 2019 we were informed about a surgery planned for the next day due to patient feeling pain on 'touching his toes' during routine physiotherapy post-surgery. The primary surgery was done three weeks before. Investigation via CT scan showed a small fracture at the calcar. The surgeon did not think that the stem had subsided noticeably. He did not explant the stem and resolved the fracture with two cerclage wires, one above and one below the fracture. Primary implants in situ are size 9 lat+ masterloc stem, 54 versafit cup, liner e ceramic, 36-s ceramic head.